Manufacturer narrative:
.

Event description:
Opsite post-op visible was applied on the incision site after operation in the orthopaedic department. The doctor noticed the pigmentation of the dressing appreciation area at the dressing removal. It has been about 3 months since then but the symptom has still remained.